Event description:
It was reported that the atrial lead noted undersensing on atrial capture management, which unnecessarily elevated the output. Diagnostics showed sporadic atrial fibrillation. The p-waves had decreased over the years. The device was reprogrammed to single chamber rate responsive (vvir) and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.